Manufacturer narrative:
After troubleshooting with the customer, it was determined that the display is defective. The central monitor system is functioning. The customer put a replacement monitor in place and will be ordering another monitor.

Event description:
(B)(4).